Event description:
After an implantation period of approx. 70 months, it was reported that the patient displayed a cardiac arrest. The patient was resuscitated by an external shock delivered by the sad and heart massage. Furthermore it was observed that after this event, it was impossible to interrogate the memory or the device. Patient was transferred to intensive care. On (B)(6) 2020 it was reported that the patient died on (B)(6) 2020.

Manufacturer narrative:
Upon receipt, the implantable cardioverter defibrillator (ICD) was visually inspected. Fragments of the leads implanted with the ICD were still connected to the header. The connections between the lead fragments and the device were tested, proving that the leads were connected properly. The visual inspection further revealed a spot of molten titanium on the ICD housing. Next, the ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, and based on the visual observations, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated. Possible clinical complications that might lead to an external short circuit include, but are not limited to, a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages due to abrasion to the generator housing. Therefore no final conclusion can be drawn regarding the root cause of the clinical event. Finally, the manufacturing process for the ICD was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.